Event description:
It was reported that the patient had their generator replaced prophylactically. The device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission. D6b. Explant date; corrected information ; initial MDR inadvertently omitted information known prior to submission. F10. Adverse event problem; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported by mother that the patient had a sudden increase in seizures in which the patient was given medication. No other relevant information has been received to date.

Event description:
Product analysis for the suspect generator was completed. There were no performance, or any other type of adverse conditions found with the pulse generator. An interrogation, a system diagnostic test, and a battery calculation were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation was performed. A battery life calculation was performed. No anomalies were seen, and the device performed according to functional specifications. No other relevant information has been received to date.

Event description:
It was reported that the explanted generator has been received by the manufacturer. No other relevant information has been received to date.